Event description:
Customer reported an intermittent no synch input message on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and bypassed the dicom box. System operates as intended.